Manufacturer narrative:
The affected device was checked by dräger service and the logbook was available for analysis by the manufacturer. The logbook entries from october 19th show that the device was functioning properly until 7:10 p.m. At that time, the device was switched off by pressing the main switch and was not restarted that day. During the device test, a temporary screen failure was detected during a test ventilation, after which the device could not be restarted successfully. After the device was dismantled to identify the problem, the error could not be reproduced. The logbook entries do not indicate a permanent hardware malfunction that leads to the screen failure. Based on the device analysis and the log entries, the cause of the screen failure cannot be clearly identified. However, the problems when starting the device during the device test are due to a deviation on the m48 circuit board. Replacing the circuit board solves the problem. If the screen stops working, ventilation continues with the last settings. Safety-relevant parameters such as fio2, minute volumes or airway pressure, as well as an indicator for ongoing ventilation are shown in the additional oled display on the ventilation unit. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device's screen failed during treatment of a patient with o2 therapy, causing the piezo alarm to be triggered. Ventilation continued and the patient's vital parameters were not affected. The device was subsequently replaced by the user.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device's screen failed during treatment of a patient with o2 therapy, causing the piezo alarm to be triggered. Ventilation continued and the patient's vital parameters were not affected. The device was subsequently replaced by the user.